Manufacturer narrative:
The device history records were reviewed and all processes and test criteria were within the (B)(4) implant specification. Device not returned.

Event description:
In (B)(6) 2010, dr. (B)(6) placed a bone graft, bmp/acs, regene form 0.5cc block, covered with bmp/acs, held in place with 0.45 mm (B)(4) contain sheet implant , again covered with layer of bmp/acs, and primary closure, in the anterior maxilla area of teeth 8-10. Postoperatively dr. (B)(6) stated that he observed exposure of the occlusal portion of the graft. Radiographically it appears the graft is not forming bone and there appears to be bone loss associated with the mesial aspect of #10.